Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the right atrial lead helix mechanism may not have been functioning properly. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).